Event description:
Hold cungza 08-30 this spontaneous case report was received by regulatory authority from a (B)(6) female consumer in (B)(6) on 11-mar-2016 and forwarded to bayer on 04-aug-2016. The consumer's concurrent condition included nickel allergy. On (B)(6) 2009 the consumer had essure (fallopian tube occlusion insert) inserted. The placement was painful. Six months after insertion, consumer started to experience events. She experienced stabbing pains, arrhythmia, collapses, eczema, itching skin, increase or heavy blood loss during menstruation, bile problems, liver problems, incontinence, vagina pain, arthralgia, depressive feelings, dizziness, tiredness, restless feelings, insomnia, mood swings, memory loss, concentration problems, vaginal secretion, fungal infections, tinnitus, cyst, cold sores, hay fever, and can hardly smell anything. The influence of essure in her daily life included work-related problems, problems with daily tasks and relation and/or family problems. She contacted a doctor. Other action: energetic/bioresonance therapist. She consulted cardiologist and dermatologist but nothing was found. She was planning to remove essure. This non-medically confirmed spontaneous case report received via regulatory authority refers to a (B)(6) female consumer in (B)(6) who had essure (fallopian tube occlusion insert) inserted and had stabbing pains (interpreted as pelvic pain), arrhythmia and collapses. Essure removal was planned. Pelvic pain is listed while arrhythmia and collapses are unlisted in the reference safety information for essure. Since essure may cause pelvic pain, and considering that in this case there is no alternative explanation, a causal relationship with essure inserts cannot be excluded. Given the fact that essure does not contain active ingredients and acts only locally in the fallopian tubes and taking into consideration the physiopathology of arrhythmias and collapses, it is unlikely that essure could contribute to the onset of these events. This case is regarded as incident since device removal will be required. A product technical complaint analysis is being sought. No further information will be obtained.

Manufacturer narrative:
Follow up information received on 06-oct-2016: quality-safety evaluation of product technical complaint (ptc) this adverse event report is related to a ptc and the bayer reference number for the ptc report is (B)(4). No sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. No specific quality issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical event cannot be totally excluded. The reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. The list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 11-oct-2016 for the following meddra preferred term: pelvic pain. The analysis in the global safety database revealed 1642 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Company causality comment: this non-medically confirmed spontaneous case report received via regulatory authority refers to a (B)(6) female consumer in (B)(6) who had essure (fallopian tube occlusion insert) inserted and had stabbing pains (interpreted as pelvic pain), arrhythmia and collapses. Essure removal was planned. Pelvic pain is listed while arrhythmia and collapses are unlisted in the reference safety information for essure. Since essure may cause pelvic pain, and considering that in this case there is no alternative explanation, a causal relationship with essure inserts cannot be excluded. Given the fact that essure does not contain active ingredients and acts only locally in the fallopian tubes and taking into consideration the physiopathology of arrhythmias and collapses, it is unlikely that essure could contribute to the onset of these events. This case is regarded as incident since device removal will be required. According to technical analysis, a product quality defect could not be confirmed but is considered plausible. No further information will be obtained.